Event description:
It was reported that the patient never had therapeutic effect. The patient lost their therapy guide and didn't remember how to use their patient programmer. The device wasn¿t working great for the patient and it had never worked for them since being implanted. The patient had had frequent urination symptoms since being implanted. The patient saw their health care provider (hcp) yesterday but didn't tell the hcp about the stimulation. The patient would have another appointment in 2 weeks on (B)(6) 2015 and would review the issues with the stimulator not working at that time. The patient was on program 1 at 2.9v with the lightning bolt. The patient did not feel stimulation and after increasing they felt something but wasn't sure what it was and it didn't hurt. The patient did not feel any stimulation changes at 3.4v and they felt it at 3.5v and it was painful. Stimulation was reduced back down to 3.3v. It was unknown if the patient had a 50 percent or greater symptom reduction because the patient hadn't followed-up with their managing hcp since 2011. Reprogramming was needed, but the hcp was unsure if needed due to no follow-up. The patient had an MRI of their head while implanted and felt pain at the implantable neurostimulator (ins) site during the MRI. The hcp was notified by the hospital on (B)(6) 2015. The troubleshooting done to resolve the event was impedance checks done on (B)(6) 2015 and no impedances were found. The patient did not experience a loss of stimulation. The patient recovered without permanent impairment as there was no apparent impairment. The patient was elderly so it was difficult to assess the effectiveness of the device. The patient was very vague in their responses and did feel stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type programmer, patient; product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).